Event description:
(B)(6), 2013: customer states via phone that during a cystoscopy ureteroscopy retrograde laser stent (curls) procedure the fluoro failed and the touchscreen was frozen. After an unsuccessful reboot, the physician moved the female pt in her (B)(6) to another room to finish the procedure with a portable c-arm fluoro. There was no pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.